Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeled off adhesive at the objective lens and the illumination lens, the cause was due to damage of parts due to deterioration, deformation, or some kind of physical stress. And for the corrosion observed on the tip cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterovideoscope exhibited a peeled off adhesive at the objective lens and the illumination lens, and also corrosion was observed on the tip cover. There was no patient involvement.